Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl with moderate ketones; cause unknown. Customer administered a correction injection to address the bg. The customer reverted to an alternate form of insulin therapy and was recommended to reach out to a healthcare provider in regards to diabetes management. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.